Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare provider reported crease/folding. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, opening curved diaphragm valve and valve crack. Leak test and microscopic analysis was performed which identified: sharp opening in valve, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening. Wrinkling was observed but no related with the manufacturing process and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation and crease/folding. Device was explanted.